Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Pump error 63 alarm confirmed in the device history due to broken pin 6 trace on keypad assembly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error alarm. Customer's blood glucose level was unknown. Customer stated that insulin pump had open book image on the insulin pump screen. Customer reported that insulin pump had hard level low level during self test. Customer was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.